Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 383 mg/dl greater than 4 hours. The customer reported hyperglycemia was treated with manual injection. The event involved product(s) mmt-397a, mmt-332a, mmt-1884. Troubleshooting was performed. The customer reported receiving a pump error. The customer was able to clear the error. Conducted fill cannula delivery test but delivery was not recorded in daily history. The customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-397a, mmt-332a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. On the primary svn (B)(6), the pump was monitored for 2 days. No unexpected pump error/alarm noted during testing. On the primary svn (B)(6), no pump error/alarm noted on the event date 06-jan-2026 in the pump history file. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary svn (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 06-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(6), perform the history review 1 week from the event date 06-jan-2026 in the pump history file and found 1 lowbatteryalert (104) on (B)(6) 2025 08:47:00.000 and 1 lowbatteryalert (104) on (B)(6) 2026 18:47:00.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 5:32:00 am. There was no power data available for the dates of (B)(6) 2025 and (B)(6) 2026. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.